Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported stent dislodgement was not confirmed. The stent was mounted properly on the delivery system; however, there were stretched, bent and flared struts in the distal end of the stent implant. The distal portion of the stent stretched over the distal balloon marker for a length of 5mm. The reported failure to advance could not be evaluated as the exact anatomical conditions encountered by the device used during the procedure could not be replicated in the test laboratory. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The investigation determined the reported failure to advance appears to be related to the operational context of the procedure. A conclusive cause for the reported stent dislodgement could not be determined as it was not confirmed during return analysis testing. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a heavily tortuous right coronary artery. The 3.0x28mm xience skypoint stent delivery system failed to cross; however, once removed the stent was not mounted properly on the delivery system. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.